Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and the exposed svc defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The proximal lv (low voltage) electrode, the svc exposed coil, and the rv exposed coil of the lead were covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a tear, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching. The analyst noted that the segment was returned with severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead had a steadily rising impedance and the lead was noted to be fractured. The proximal coil was noted to be unwinding. The lead was laser extracted and replaced. During the laser extraction, the right atrial lead was damaged. The lead was laser extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.